Event description:
It was reported that after the handpiece received gas, it operated automatedly and cannot stop. Event happened before the surgery with no patient involvement. During the investigation it was found that there was inconsistent speed. No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign source: hong kong. The results of the investigation are as follows: review of the most recent repair record determined that the unit was found to be running automatically, the poppet was stuck on the housing, and the motor speed was below specifications. The poppet was fixed and the motor and actuator were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.